Event description:
The iol was exchanged for a monofocal lens approximately 7 months following the initial implant procedure. Additional information was received by an ophthalmologist that, the clinical reason given for the explant was ¿dysphotopsia.¿

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility, but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following an intraocular lens (iol) implant procedure she had halos around all lights day and night with night driving intolerable. The patient had a couple encounters driving at night that were dangerous. The spiderweb of rings that are visible in the glare create unsafe driving conditions which has limited her quality of life. So she was in a process of having them removed. Additional information was requested. There are two medical device reports associated with this consumer. This report is for the iol that remains implanted in the patient¿s left eye.